Event description:
It was reported that the device powered on but the audio prompts were garbled and difficult to understand. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and recommended purchasing a replacement defibrillator. The customer permanently removed the device from service. The device was not returned to physio-control for analysis. Therefore, a conclusive cause of the reported event could not be determined.